Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio 2 meter displayed inaccurately high results compared to another meter (onetouch ultra2). The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the product issue began in the last few weeks at 09:45pm, prior to contacting lfs. The patient stated that she obtained an alleged inaccurate high blood glucose result of 13.6 mmol/l on the subject meter compared to 10.0mmol/l on another meter (ultra 2), performed less than 30 minutes apart. The patient manages her diabetes with insulin (no adjustments) which includes lantus insulin twice daily, morning and night, and gliclazide 60mg in the morning. She reported that she received healthcare professional (hcp) advice to increase her dose of insulin from 30 units to 32 units as a result of the alleged high readings. The patient denied that she developed any symptoms and no medical intervention was reported. The patient denied that she obtained a blood glucose result from another device. At the time of troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure and the results were taken from an approved sample site. The csr stated that the patient used the correct testing steps. The test strips were stored correctly and not expired and the test strip vial was neither cracked nor broken. The patient¿s products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because based on statistical methodology, the calculated difference of these glucose results does not meet lfs¿ criteria for accuracy.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.